Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a left ventricular assist device (lvad) implanted. Upon interrogation, the device was later found to be in safety core with a fault code (B)(4). Technical services (ts) discussed the differences between safety mode and safety core and that the device encountered a type of internal reset. It was noted that limited therapy availability was confirmed and the device would be scheduled for explant when the patient recovers from the lvad placement, at which time, will be returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.